Event description:
It was reported that a patient underwent an open-heart procedure on (B)(6)2023 and suture was used. During the procedure, the ethibond sutures broken down in multiple places. It¿s an lvad surgery (left ventricular assist device) sutures were broken when the device is placed in the ventricular position, because of that ot time was increased, anesthesia was extended. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide more information about patient signs/consequences mention in event description?: patient signs / consequences ¿ it¿s an lvad surgery (left ventricular assist device) sutures were broken when the device is placed in the ventricular position, because of that ot time was increased, anesthesia was extended, dr & ot staff were panicked, by the incident. If possible please clarify, did the surgery was completed successfully?: yes surgery was completed. How was the procedure completed?: they have to remove the sutures were frayed off, and they again done the whole process once again. Did the surgery was prolonged due to the breakage sutures issue?: yes it has prolonged the surgery time by 45 min. Was there any change in the patient¿s post-operative care due to the prolonged procedure?: yes, staff has taken the at most care of the patient, after that incident took place because of anesthesia time was increase. How long (in minutes) did the surgery prolong?: 45 min to 1 hour. What tissue was being sutured when the event occurred?: heart ( left ventricle). Was additional dissection required in other organs/tissues other than the target tissue?: no. Were there any unexpected outcomes or complications as a result of the prolonged surgery time?: till now there are no report of complications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-05019,2210968-2023-05020, 2210968-2023-05021, 2210968-2023-05022, 2210968-2023-05015, 2210968-2023-05017, 2210968-2023-05018.